Manufacturer narrative:
Fluoroscopy was utilized and it was observed that the slack had been pulled out of the rv defibrillation lead, so it's possible that the lead position was altered resulting in the change in pacing threshold measurements. However, the physician suspected that the use of the mineral oil impacted the pacing threshold measurements. No adverse patient effects or impacts to patient therapy were observed. This lead remains implanted with the patient's new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that during a routine device upgrade procedure, there was difficulty inserting this right ventricular defibrillation lead into the header of the new device. Insertion was ultimately successful with the use of mineral oil. It was noted that with the previous device, the pacing threshold measurements were 1.0 v with 0.5 ms pulse width. However, with the new device, measurements had increased to 2.4 v.